Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was observed on this lead and recreated during threshold testing. Postural, isometric, and pocket manipulation tests were negative. Event log shows noise starting on (B)(6) 2020. Lead remains implanted but will be evaluated further. Should additional information become available, this file will be updated.